Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and ventralight st on (B)(6) 2017 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the sex. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2016) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b6, b7, d3, d4 (catalog number, lot number, UDI, expiry date), d.6a, d.6b, g3, g6, h2, h6, h10, h11. Corrected field :a3(sex). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and ventralight st on (B)(6) 2017 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per operative notes, ¿a curvilinear umbilical incision was made. The hernia sac was dissected out. A 6.4 cm ventralex st mesh (device 1) was placed into the abdominal wall and secure it with sutures.¿ (B)(6) 2019 ¿ patient was diagnosed with recurrent ventral hernia, adhesion hereby underwent laparoscopic repair with implant of ventralight st w/ echo mesh (device 2) and explant of ventralex st mesh (device 1). Per operative notes, ¿an incision was made through previous incision site. The hernia sac was dissected out from abdomen. Previously placed (device 1) was excised entirely. A ventralight st w/ echo mesh (device 2) was placed into the abdomen and closed the defect with sutures.¿